Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a thr surgery, a trial femoral head 36 s/+0 was damaged. No pieces fell into patient. Surgery was completed with a backup device instead, without any delay. No harm to patient.

Manufacturer narrative:
H3, h6: it was reported that a trial femoral head 36 s/+0 was damaged. No pieces fell into patient. Surgery was completed with a backup device. The device, used in treatment, was not returned for investigation. Thus, the relationship between the reported event and the device cannot be confirmed. Since the batch number of the device was not communicated, it cannot be determined whether specifications were met at the time of manufacturing. A complaint history review showed further complaints, however, these are in line with current risk management files. No probable cause can be determined. Normal wear and tear through repeated is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened.